Event description:
It was reported to boston scientific corporation that an ultraflex uncovered tracheobronchial stent was used during a bronchosopy procedure within the middle lobe on (B)(6) 2010. According to the complainant, during the procedure, the ultraflex stent was positioned within the middle lobe. After approximately one-third of the stent had been deployed, the nurse encountered resistance when pulling on the suture; the stent would not deploy any further. The suture did not appear to be caught on anything, and there was no other visible damage to the delivery system. The partially deployed stent was removed from the patient without issue. A second ultraflex was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.